Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen wake button was intermittently unresponsive, with the user not perceiving vibration when attempting to wake the screen; during the call the device woke and functioned after charging, and guidance was provided to hold the wake button for 30 seconds, consistent with a hardware issue involving an unresponsive key or button on the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with an unresponsive key or button linked to the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.